Event description:
Medtronic rec'd info that at the beginning of extracorporeal circulation, the oxygenator exhibited high pressure drop: about 560 mmhg vs 80 mmhg at the exit. The pressure was relatively stable with the use of about 500 ml of albumin, however, did not solve the problem. For the next 50 minutes of the procedure, the pressure was high and that only the last ten minutes pressure dropped to about 100 mmhg. The gas exchanges were relatively good, although towards the end of the procedure, there was a problem of decarboxylation, and the pt had a deficit of platelets. The lot number of the product was not available, and no product was returned for analysis.

Manufacturer narrative:
(B)(4). Eval method: device history reviewed. Results: device history review found the product met specs when released for distribution. Conclusion: cause of event cannot be determined. Analysis: no product will be returned for analysis. Conclusion: the complaint was not confirmed for high pressure. Analysis was not conducted due to the device was not returned, therefore, no root cause could be determined. It is suspected the user experienced a protein build up or cryoprecipitate, which cause initial flow restriction in the device.